Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited screen delamination, while blood glucose values and therapy were unaffected, and the device was replaced with return of the original unit. Symptoms included no adverse clinical effects. Outcomes included no impact to clinical care and no hospitalization. Investigation included collection of user report and device return for assessment. Investigation of this case revealed a cosmetic or enclosure-related screen defect without functional impact to device operation or glucose management. It was concluded, based on previously established findings for similar reports, that the cause was a device component integrity issue related to screen adhesion.